Event description:
It was reported that the patient had a loss of therapeutic effect. This occurred following a position change. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).